Manufacturer narrative:
In the case description, the user mentioned receiving several boluses that they did not program. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files showed that all boluses delivered by the system contained evidence of interaction to modify carb values, enter the bg screen, adjust the total bolus, confirm the bolus amount, and start the bolus deliveries. No evidence of un-programmed boluses were observed in the log files.

Manufacturer narrative:
The device has been returned/received and is pending investigation. We are unable to confirm the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient' was feeling unwell and the patient's blood glucose (bg) values dropped to 70 mg/dl due to the controller delivering a bolus independent of the user. The bolus amount was 11.1 units of insulin for 89 carbs with a bg value at the time. The controller was in automated mode at the time of the un-commanded bolus and the patient was on a walk. The user was notified of the low bgs at 11:31 am and was able to self-treat to stabilize bg levels. The patient's blood glucose, carbohydrate, and insulin history are as follows: time : bolus(u) : cho(g) : 11:31 am: 0 0.8 . 11:29 am: 1.1 9. 11:28 am: 0 0.5 . 11:19 am: 8.8 0 . 11:09 am: 11.1 89 . 11:01 am 6 0 . 10:57 am: 0.5 4.